Event description:
The patient reported that the batteries were causing power switching when connected to controller. Batteries were exchanged and it was reported to have resolved the issue. It was reported there were no effects on the patient. Pump remains implanted.

Manufacturer narrative:
The pump remains implanted, batteries will be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pump remains implanted.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.